Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level 27 mmol/l. Customer was treated with manual injection. Customer declined troubleshooting for high blood glucose level. Customer stated that the cannula was bent. Customer was assisted with troubleshooting for cannula bent. The insulin pump will not be returned for analysis.